Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high. Customer's bg level was 374-375 mg/dl. Reportedly, the customer used cold insulin. Customer received normal third party assistance and correction bolus via pump to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, or infusion set cannula in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.